Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the (B)(6) 2020 revision. Patient underwent primary tka outside of cors scope. Had a revision tka for pji on (B)(6) 2018. With exchange of polyethylene only. The patient had recurrence of infection and had a revision tka on (B)(6) 2020. Where all components were exchange (pre-cors scope and poly).